Event description:
Boston scientific received information that this right atrial (ra) lead had an increase in pacing impedance from 400 ohms to greater than 2,500 ohms, increased threshold measurements and poor amplitude measurements. A chest x-ray was performed, and did not indicate any anomalies. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.